Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned on its original pouch sealed, the plastic (clear) side of the pouch was found to be broken. Moreover, it was observed through the pouch that the metal cannula is bent or kinked and was broken. No other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 26-nov-2017. It was reported that the device was damaged. During unpacking of a percuflex¿ nephroureteral stent, it was noted that the device was damaged. No patient complications reported. However, device analysis revealed that the plastic side of the packaging was broken.